Event description:
Tubing is used as primary tubing for chemo treatments. Lowest port is used for IV pushes and/or connecting taxol, rituxtin, etc. When port flushed and/or hooked to infusion it leaks onto pt and/or floor.